Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices are captured under separate medwatch reports.

Event description:
It was reported this was an arteriotomy closure of the calcified bilateral common femoral arteries using the pre-close technique via an 8f sheath hole prior to an aorto-bi-iliac stent interventional procedure. Reportedly, the plunger was stuck and couldn't be pressed down completely and a cuff miss [suture retrieval issue] was noticed on plunger removal. This occurred with three (3) prostyle devices in the right common femoral artery and one (1) prostyle in the left common femoral artery. The sutures of one new prostyle device were successfully pre-placed in both access sites. The aorto-bi-iliac stent interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The difficulty deploying the plunger could not be tested due to device components not being returned. The reported needle to cuff miss was observed as a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.